Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the guide wire and drill was hitting the nail when inserted through the recon holes of the aiming arm. Reportedly, there seems to be some movement between the gold sleeves and the aiming arm. As the surgeon drilled the side of the nail hole, he was concerned it may create a weak spot. Reportedly there was concern that the nail could potentially fail or break in this location. This report is for an unknown gold sleeve. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.